Event description:
Note: this report pertains to the submitted maude event report #(B)(4). It was reported to boston scientific corporation that an unknown sling system was placed in 2001.

Event description:
Note: this report pertains to the submitted maude event report (B)(4). It was reported to boston scientific corporation that an obtryx system was used during a transobturator sling procedure placed in 2001. According to the complainant, after the procedure, the sling eroded into the urethra. The physician plans to surgically remove the sling.

Manufacturer narrative:
Initially reported: obtryx system, corrected: unknown sling. (B)(6).